Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Analysis also revealed that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant, the physician was concerned with the high impedance and the number of turns required to extend the helix. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.